Event description:
It was reported that a revision surgery was performed due to wear.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The purpose of this investigation was to examine the returned implants visually and microscopically. In addition, wear of the liner was estimated using silicone mold replication. No destructive evaluation was performed. Metal transfer was observed at the edge of the chamfer on the underside of the head. In addition, isolated areas of metal transfer were also observed on the surface of the femoral head. Sem/edax analysis revealed compositional elements of stainless steel (fe and cr) in these areas, indicating that contact with a surgical instrument likely occurred during implantation/explanation. Metal transfer was also observed within the head taper; this transfer was likely created by contact with the stem taper. Discoloration due to absorption of biological fluid was observed on the backside of the liner. Burnishing and light scratching were observed on the articulating surface of the liner. Deformation/burnishing, likely caused by impingement with the neck of the femoral stem was observed on the edge of the liner. Total linear penetration was estimated to be approximately 6.3 mm using silicone mold replication. Individual cases involving penetration rates of 0.5 mm/year have been reported in the literature for non-irradiated, uhmwpe liners. While the device was manufactured in march of 1998, years of service could not be determined as the implantation date was not reported. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was noted that during the revision surgery, diseased white tissue was found around joint.